Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a loss of pulsatility following intubation and swam placement which was quickly resolved with the addition of pressors. The pump was then repositioned in the operating room on 10-jun-2022 and returned to the cardiovascular ICU in stable condition. On (B)(6) 2022 it was reported that the patient was hemodynamically unstable as the patient's pressors and inotrope requirement increased. It was noted the patient was bleeding from the chest tube and as a result, the patient was massively transfused with blood products, administered methylene blue and purge heparin was reduced. The patient's renal function deteriorated and the patient was evaluated for continuous renal replacement therapy. The patient was made do not resuscitate by family and continued to deteriorate throughout the day and expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The cause of the renal failure was not determined due to insufficient clinical details. The cause of the vascular damage peripheral vessel issue was not determined due to insufficient clinical details. B1 product problem was erroneously entered on the initial manufacturer device report number 1220648-2024-20745. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20745 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20745 in accordance with updated procedures. H6 medical device problem code was erroneously entered on the initial manufacturer device report number 1220648-2024-20745.